Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: catalog no - correction. D4: serial no - additional information. D4: lot no - additional information. D4: expiration date - additional information. H2 type of follow up: additional information/ correction. H4: device mfg date - additional information. H5: labeled for single use - correction. H6: additional information.

Event description:
Subsequent to the initial MDR, a correction is required. Additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.